Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel which resulted in inappropriate atrial tachy response (atr) episodes to be stored. Technical services (ts) was consulted, and it was found that the sensitivity was too low. In addition, the atrial blanking period after ventricular pacing was set to max, which had caused some undersensing. Inappropriate programming was suspected. Ts provided reprogramming options that were discussed with the health care professional (hcp). Further monitoring of the patient was also recommended. This pacemaker remains in service. No adverse patient effects were reported.